Event description:
Reported by an attorney. Injury reported in legal complaint "after, and as a result of the implantation of the product, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, add'l surgery and other injuries."